Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. Additionally, the risk was unable to be assessed as the complaint was unable to be confirmed.

Event description:
It was reported that the during a procedure, the implant meniscal cinch ii, ar-4501, failed. The fragments were retrieved. Further information requested. Additional information provided (B)(6) 2020: the meniscal cinch ii, ar-4501, was broken at the plastic union of the needle when the surgeon tried to penetrate the meniscus. The surgeon retrieved the device with the sheath and realized that it was broken. All the fragments where retrieved. Since the device broke, the surgeon wasn't able to suture the meniscus so the damaged zone was removed with excalibur shaver blade.